Event description:
It was reported that noise and low impedance had been observed on the right ventricular lead. No patient symptoms were reported. The lead was capped and replaced. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.